Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported at one day post bilateral lasik procedure, the patient was wearing sunglasses and complaining of severe pain and light sensitivity. Reporter indicated the patient could not open her eyes to drive to the office. The patient was compliant with post op drops and overnight eye shields. The patient was immediately referred to on call ophthalmologist for possible flap lift; culture; and possible fortified antibiotics. Upon follow up, reporter indicated the diffuse lamellar keratitis (dlk) has resolved. Patient has minimal superficial punctate keratitis (spk), but no symptoms. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).